Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05958. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05958. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain, extrusion, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. The patient underwent a hysterectomy in 2009.no additional information was provided.(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency, stress incontinence and vaginal atrophy. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary urgency, stress incontinence and vaginal atrophy.